Event description:
Additional follow-up identified the issue persisted. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model which resolved the issue.

Manufacturer narrative:
The CAPA investigation was initiated on (B)(6) 2016 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was unable to communicate with the clinician programmer after undergoing triple bypass surgery.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.